Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported post-op conditions. Based on the medical records provided, the patient experienced uti approximately 6 months post implant of the mesh. At this time there is no information provided which directly associates the previously implanted flat mesh with the uti, however, in regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2012 - the patient was diagnosed with stress urinary incontinence, weak sphincter, cystocele, rectocele, uterine descensus and fibroids of uterus. The patient underwent an anterior repair, transobturator tape sling using a non-bard davol sling, transabdominal enterocele repair, transabdominal sacrocolpopexy with implant of a bard flat mesh, total abdominal hysterectomy and bilateral sapingo-oophorectomy. On (B)(6) 2012 - (B)(6) 2013 - the patient had multiple md office exams with complaints of painful urination, urgency, urinary retention and pelvic floor spasms with associated pain. The patient was diagnosed with a recurrent urinary tract infection, yeast infection and after a bladder scan was performed, a significant amount of urine was noted. The patient was prescribed multiple oral antibiotics, muscle relaxants and flomax for her urinary symptoms. On (B)(6) 2013 - the patient was diagnosed with interstitial cystitis, urgency incontinence, multiple urinary tract infections, cystitis glandularis, second degree cystocele and weak pelvic floor. The patient underwent cystoscopy, urethral calibration and pelvic exam under anesthesia. On (B)(6) 2014 - the patient had an md office exam with complaints of pelvic floor spasms with some urge incontinence. Patient had a previous nerve block injection in her pelvis without much relief. Patient was prescribed oral muscle relaxants for her pelvic floor spasms, another urine culture was submitted. Patient was diagnosed with interstitial cystitis, pelvic floor spasms, overactive bladder and hypoadrenalism.